Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented with a proximal type I endoleak. The stent graft was found to have migrated 1.5 cm from the renal arteries. The stent graft migration was caused by sharp neck angulation of greater than 60 degrees. One day later the patient was treated with a 25x25x49 endurant cuff, which successfully resolved the endoleak; however, it covered the right renal artery. The cause of the renal occlusion was due to the cuff being placed too high unintentionally. The physician attempted for three hours with an unknown manufacturer's balloon to pull the cuff down but was unsuccessful. The patient was placed on dialysis. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck angulation); evaluation, conclusion: known inherent risk of a procedure (stent graft migration, endoleak), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck angulation).